Event description:
It has been reported to company that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and noticed that the occlusion balloon had deflated. The patient is reported to be fine.